Manufacturer narrative:
Insulin pump had cracked case at display window corners, reservoir tube lip completely broken off, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a crack on the reservoir side. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.